Event description:
It was reported that the 9800 system would not fluoro during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, cine drive, and the software upgrade was installed during the service call. The system was found to be working and put back into service.